Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an attempted implant, this right ventricular (rv) lead exhibited loss of capture, undersensing, high out of range pace impedance measurements and pacing inhibition. The suspected cause was a lead to header connection issue. This lead was surgically abandoned and replaced. No adverse patient effects were reported.